Event description:
When caregiver was turning resident onto his back, rail unlatched and both rail and resident fell. Resident was bleeding from his head.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjo hospital (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary divisions, not a direct employee of the manufacturer. The information contained in this initial report is based upon the information provided to the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.